Manufacturer narrative:
Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the graphical user interface (gui) pcb. A third party organization (B)(4) is going to service the device. The contact person is a (B)(4) third party (B)(4), and customer has been contacted for further investigation.

Event description:
The customer reported that the 840 ventilator had a blank gui display while in use on a pt. The pt was not harmed or injured as a result of the event.